Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study ((B)(6)). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On 12/23/2020, it was reported that after a monarch-assisted bronchoscopy procedure on (B)(6) 2020 the patient developed a chest pain. A chest x-ray showed pneumothorax. A chest tube was placed, and the patient was hospitalized for observation. Chest tube was removed on (B)(6) 2020. The pneumothorax was resolved, and the patient was discharged on (B)(6) 2020.